Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas and alleged that the patient had a blood glucose (bg) level of 500 mg/dl with sleepiness and crankiness. The patient states they had consumed a meal and did not bolus for the meal. Customer support found the two hour total daily dose limit had been exceeded, and attributed the bg excursion to training/misuse. This complaint is being reported though there is no indication of pump malfunction; user error could have contributed to the patient not bolusing for a meal and the subsequent hyperglycemia.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on (B)(6)2015 with the following findings: no defect was found. Unable to duplicate the complaint. Review of pump history shows no exceeds max 2hr. Alarms. Pump was exercised for 24hrs; no alarms were duplicated. The daily insulin delivery totals correctly reflect user's programmed basal rates. Pump passed delivery accuracy test and found to be delivering within required range and delivering accurately.